Event description:
It was reported that the system would not save images. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu and battery pack were evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.